Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that alarms in the insulin pump are not loud enough. The customer could not hear and sometimes she was low or high as well had a lot hypoglycemia episodes. The customer is a (B)(6) and disabled and still needs to go to the hospital. The customer stated that she would like to hear the device alarm under any condition. The caller stated that she is notified by the vibrate feature, and when she is driving, has to pull over to check her glucose level. The customer mentioned using more frequently the battery since she uses the vibrate mode and consumes more battery usage. No further information was provided.